Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. During the procedure, the doctor dilated the balloon via 90 degree turn in the lad and the two angle made this deflate slowly and partially. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon. The hypotube, distal balloon bond, and balloon were microscopically examined. The balloon was loosely folded and completely deflated. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 3 seconds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that deflation issue occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. During the procedure, the doctor dilated the balloon via 90 degree turn in the lad and the two angle made this deflate slowly and partially. No patient complications were reported.